Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was defective and the balloon burst during the procedure. There was no reported patient injury. Other procedural details were requested but were not provided. The device will be returned for evaluation.